Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp). They reported the pulse generator was extruding from patient's back therefore, it was removed along with the lead. Patient no longer has pulse generator. Cause was not provided. No further complications were reported.

Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported on (B)(6) 2019 by the patient that they didn¿t think the implant was working to control their symptoms/it wasn¿t controlling their symptoms. The patient confirmed that they noticed this issue ¿maybe 3 months ago¿. The patient also reported they didn¿t ¿feel the vibrations,¿ (not feeling stimulation) from the therapy and confirmed they noticed this ¿probably 6 months ago.¿ the patient also reported that the implant site ¿throbs all the time,¿ and that this started ¿maybe a couple months ago.¿ the patient reported their reason for calling was to get a health care physician (hcp) listing for their implant as they currently did not have an hcp. The patient reported they have not made any adjustments to the therapy because the programmer couldn¿t ¿find or locate the implant.¿ the patient noted that the programmer didn¿t ¿recognize¿ that the implant was there. The patient confirmed this happened ¿probably 6 months ago.¿ while on the call, the patient reported they didn¿t have the programmer available but that they would call back on the next day once they had it available to troubleshoot. Additional information was received from the patient on (B)(6) 2019: the patient reported the device was coming out of the skin and had to be removed. The device had stopped working. The implanting doctor had closed their practice and could not be located. The patient went to the emergency room on (B)(6) 2019 and had the explant on (B)(6) 2019. The patient did not know the reason the programmer was not able to find or recognize the implant. There were no further complications reported/anticipated.